Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence. It was noted that there was device leaking. A new device was placed, and no other patient complications were reported.